Manufacturer narrative:
Concomitant medical products: 8110; 8015; pca tubing; (2) pri tubing; (2) 8100; ext tubing; therapy date (B)(6) 2015. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
While a patient was being transferred to the CT scanner, the pump beeped; reportedly the nurse "thought nothing of it, as it seemed to be infusing". Upon completion of the scan about 20 minutes later, when transporting the patient back into their room the pca displayed "communication error" and the pump started alarming continuously, with both the green light on the top right of the module and the red light on top left lit. The clinician was unsure if the pca was still infusing. All other channels were infusing without issue; the system consisted of the pca pump to the right of the pcu, and 2 pump modules plus one syringe module on the left. The customer alleges that the pca had been off and not infusing for the twenty minute period, and that as a result, the patient did not have adequate pain control until the pca was restarted on a different device. No permanent harm was reported.